Event description:
The complainant stated that the bed is not sending a nurse call when the pt positioning monitor (ppm) alarms at the bed.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.